Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she was at work walking around when the alarm occurred and then was able to clear the alarm and an hour later button error alarm occurred again. Customer did not know her blood glucose value at time of incident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on cld window, cracked reservoir tube lip and cracked battery tube threads.